Event description:
It was reported that patient experienced faster than expected battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, pump warranty had expired and pump could not be repaired or replaced, and technical support documented issues in patient record with no additional actions taken.